Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8249875, device manufacture date: 2018-09-06. Medical device lot #: 8227989, device manufacture date: 2018-08-15. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bag of needles ns 25ga 3/4in w/o silicone from lot # 8249875, and 1 bag of needles from lot # 8227989, were found without labels before use. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: we have had three (3) instances in which incoming inspection identified bags missing labels. Please see the break down below: (B)(4) ¿ item 301670 (05-8016 / 25ga 3/4" sharp): date of event: (B)(6) 2019: one bag missing label, 10k components from lot 8249875 (apd lot 201902260048), one bag missing label, 10k components from lot 8227989 (apd lot 201902260046). Previous events: received ((B)(4)) from 2016, bd identified the root cause, for the same item and non-conformance, as operator error. Preventative actions were put in place 01-oct-2016 to use scanners to verify the labeling for bulk packaging. Received ((B)(4)) from 2017, bd identified the root cause, for the same item and non-conformance, as potential operator error. It appears that from 2016 to 2017 boxes are labeled off-line. Correction was to have associates boxing the material verify that every bag has only one label prior to boxing. (B)(4) ¿ item 301670 (05-8022 / 27ga 3/4" sharp): date of event: (B)(6) 2019: one bag missing label, 10k components from lot 8284649 (apd lot 201904030011). This is the first occurrence for this item.

Manufacturer narrative:
H.6. Investigation: two (2) photos were provided by the customer for investigation. One (1) photo show a bag of shielded needle hubs. The hubs are in a clear plastic bag with no label visible. The second (2nd) photo also shows a bag of shielded needle hubs. These hubs are also in a clear plastic bag with no label visible. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. These needle hubs are automatically packaged into bags by the assembly machine. The packaged bags are then automatically placed on a conveyor for holding before an operator applies the label to bag and transfers it to the (B)(6) for transport. As the operator normally applies several bag labels to the bags at the same time before transferring them it is possible that the operator missed a bag when applying labels or that the label was applied but fell off the bag during the process of transferring it to the (B)(6).

Event description:
It was reported that 1 bag of needles ns 25ga 3/4in w/o silicone from lot # 8249875, and 1 bag of needles from lot # 8227989, were found without labels before use. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: we have had three (3) instances in which incoming inspection identified bags missing labels. Please see the break down below: (B)(4): item 301670 (05-8016 / 25ga 3/4" sharp) date of event: (B)(6) 2019. One bag missing label, 10k components from lot 8249875 (apd lot 201902260048). One bag missing label, 10k components from lot 8227989 (apd lot 201902260046). Previous events : received ((B)(4)) from 2016, bd identified the root cause, for the same item and non-conformance, as operator error. Preventative actions were put in place 01-oct-2016 to use scanners to verify the labeling for bulk packaging. Received ((B)(4)) from 2017, bd identified the root cause, for the same item and non-conformance, as potential operator error. It appears that from 2016 to 2017 boxes are labeled off-line. Correction was to have associates boxing the material verify that every bag has only one label prior to boxing. (B)(4): item 301670 (05-8022 / 27ga 3/4" sharp). Date of event: (B)(6) 2019. One bag missing label, 10k components from lot 8284649 (apd lot 201904030011). This is the first occurrence for this item.